Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in heavily calcified, mildly stenosed mid superficial femoral artery. Pre-dilatation was performed on the 6-7 mm proximal and 5-6 mm distal ends of the lesion with a 6 x 80 balloon catheter at 16 atmospheres for 30 seconds at each segment. While trying to deploy the supera stent implant in the vessel a weird clicking noise was heard coming from the handle and it was observed that the stent could not be pushed out as usual. It was stated that the stent deployment was no longer controllable in that the first part of the stent appeared to be well deployed; however, the rest of the stent implant was elongated. Post-dilatation was performed multiple times with a 6 x 80 mm balloon up to 18 atmospheres. No further treatment was performed and the patient is reported to be well. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported deployment issue, stretched stent and noise were unable to be confirmed as the stent had already been fully deployed. In this case, it is likely that the distal sheath was bent or entrapped within the vessel causing the noted deployment difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific product issue. The investigation determined that the reported difficulties appear to be due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.